Event description:
A report has been rec'd regarding an incident that occurred to a peritoneal dialysis pt and reported info that the pt presented with symptoms of low albumin level, fluid overload and weakness as reported by the rn, and peritonitis as reported by the pt. The dialysis facility was contacted for add'l info. New info was rec'd on (B)(4) 2011 confirmed that the pt presented to the hospital and was diagnosed with peritonitis on (B)(6) 2011. The pt has been rec'd peritoneal dialysis for approx 5 yrs. The presenting symptoms were fevers, chills, and abdomen pain. The pt rec'd antibiotics for peritonitis. It was reported that the pt was discharged and continued antibiotics on an out pt basis. It was learned during the hospitalization that the pt rec'd dialysis with a different mfg brand of product and had continued further dialysis with use of the new product for all subsequent treatment. The pt no longer used this product. There is no sample. Of note: there has been no info rec'd or reported of any leak or specific product problem.

Manufacturer narrative:
(B)(4).